Manufacturer narrative:
Additional information added in section b5 additional information: devices reported for this case: (B)(4) 38610md robi kelly forceps insert batch: wl28 leading device: causal for failure according to investigation results (B)(4) 38610md robi kelly forceps insert batch: wl28 leading device: causal for failure according to investigation results (B)(4) 38610md robi kelly forceps insert batch: tl03 leading device: causal for failure according to investigation results (B)(4) 38600 robi metal outer sheath batch: wl08 involved device: causal for failure according to investigation results (B)(4) 38600 robi metal outer sheath batch: wl08 involved device: causal for failure according to investigation results (B)(4) 38151 robi plastic handle batch: yl16 involved device: causal for failure according to investigation results (B)(4). 38151 robi plastic handle batch: yl16 involved device: causal for failure according to investigation results. Analysis of the available information indicates that the cause of the malfunction is most likely due to user error. The following points support this assumption: · the affected product was not returned for inspection, making technical analysis impossible. · there are three complaints relating to two different batches. This argues against a systematic problem. · all items were checked before storage, and the test batch was unremarkable. Possible causes of the malfunction: incorrect handling, e.g., incorrect parameters or activating the hf switch for too long. Incorrect preparation, e.g., residual moisture that could lead to a short circuit cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2025-02342 9610617-2025-02343.

Event description:
It was reported that during the surgical procedure, the bipolar forceps malfunctioned, failing to perform coagulation effectively. The device suddenly stopped working, even after checking the connection to the electrosurgical unit and attempting to restart it. It was necessary to replace it with another bipolar forceps to continue the surgery without compromising the procedure. The failure consisted of a complete interruption of the coagulation function. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).